Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the monopolar curved scissors (mcs) instrument, the surgeon reported that it was not performing the cut on command. The surgeon requested that the mcs instrument be replaced, and upon removing it from the robot, it was noticed that the steel cable was broken. It was on its 10th life. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.